Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an oopherectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.